Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the spring wire guide shredded after insertion. Therapy was delayed. No patient injury or consequence.

Manufacturer narrative:
(B)(4). The customer returned one guide wire and lid stock. Visual examination revealed the guide wire was unraveled and contained many curves. The inner core wire fractured near the j-tip. The core wire had a sharp and jagged edge, indicating excessive force was used. The wire contained signs of use on the exterior of the wire in the form of biological material. The outer diameter of the guide wire was measured and was found to be within specification. A manual tug test confirmed that both the distal and proximal welds are intact. A device history record (DHR) review was performed and no relevant manufacturing issues were identified. The instructions for use (IFU) provided with this kit warns the user, "to reduce the risk of spring-wire guide damage, do not retract spring-wire guide against edge of needle while in vessel". The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was fractured near the distal end. Dimensional inspection and a DHR review did not reveal any evidence of a manufacturing related issue. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context likely contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the spring wire guide shredded after insertion. Therapy was delayed. No patient injury or consequence.